Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient and event information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 1627487-2019-08463, 1627487-2019-08464. It was reported that the patient's scs ipg had rotated within the ipg pocket. The patient reported that they have fallen several times over the last year. Due to the ipg rotating, the patient had difficulty communicating with the ipg using external devices. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the scs ipg was repositioned within the pocket site.